Event description:
Pt was implanted with narrow lcp plate and screws on (B)(6) 2012. It was reported that one of the screws had backed out and the plate had pulled off the bone. Pt returned operating room on (B)(6) 2012, the hardware was removed, pt was revised to a distal femur plate and screws. This is 7 of 8 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion can be drawn, as no product was received.